Event description:
It has been reported that one bd¿ sp set has been found experiencing leakage during use. The following has been provided by the initial reporter: a robot prepared paclitaxel and punctured spike set. Hcp confirmed leakage between the spike set and punctured point of infusion bag.

Manufacturer narrative:
H.6. Investigation summary: (1) when we checked the appearance of our product, no abnormalities such as breakage or molding defects were found. No anomaly found on DHR. (2) we checked the airtightness of our product (the relevant jis standard: 50kpa for 15 seconds without any leakage) and found no leakage. (3) when purified water was injected into the infusion bag and the product was pierced into the center of the rubber stopper, no leakage was observed. (4) when the rubber stopper of the infusion bag was checked for enlargement, multiple puncture holes were found. In addition, when this product is washed before analysis, cracks generated in the rubber stopper are also included. (5) when we punctured another infusion bag (physiological saline solution bag ¿fuso¿ 250 ml serial number (B)(6) ) with our original product, no liquid leakage was observed. It is presumed that this event did not originate from our products but was due to the characteristics of the rubber stopper of the infusion container. Otsuka pharmaceutical factory has issued a guide letter for it's use. If there is a needle hole at the time of co-injection near the position where the spike was inserted, strain due to compression may open and lead to liquid leakage. When piercing the spike, insert the rubber stopper of the infusion container vertically with the top facing, and be careful not to leak the liquid at the same time as the insertion. H3 other text : see section h.10.

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one bd¿ sp set has been found experiencing leakage during use. The following has been provided by the initial reporter: a robot prepared paclitaxel and punctured spike set. Hcp confirmed leakage between the spike set and punctured point of infusion bag.